Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. During troubleshooting with tandem technical support, the customer noted a small amount of insulin seen exiting the tubing. There was no reported impact to customer's blood glucose level. The customer successfully changed the cartridge and resumed insulin delivery.